Event description:
A pump experienced an altitude alarm 21 issue that had been ongoing and occurred daily for the past two weeks. There was no reported adverse impact on the customer's blood glucose level, although the customer declined to provide specific levels. The customer regularly cleaned the pump and took precautions to prevent the alarm. Technical support resolved the issue by replacing the pump and instructed the customer to return the defective pump within 10 days to avoid charges. The customer was advised to program their settings and connect their continuous glucose monitor to the new pump, with understanding and acknowledgment from the customer.